Event description:
Inflammatory synovitis [synovitis] ([knee swelling], [stiff knees], [knee pain], [walking difficulty]). They removed the liquid from her knee [arthrocentesis]. Case narrative: initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). Country: canada. This case involves a 45 years old female patient who experienced inflammatory synovitis and they removed the liquid from her knee while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, injection, unknown dose, via intra articular route (in the right knee) (with an unknown batch number, strength and expiration date) for osteoarthritis. On (B)(6) 2022 after a latency of 2 days patient had inflammatory synovitis (synovitis; seriousness criteria: intervention) swelling, her knee was still swollen, stiff, painful and she could not walk. She went to see her physician. On (B)(6) 2022 after a latency of 6 days, they removed the liquid from her knee and injected some cortisone (aspiration joint; seriousness criteria: intervention). It is unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: not applicable for the events. Corrective treatment: cortisone for synovitis. Outcome: not recovered / not resolved for the event inflammatory synovitis and was unknown for the event they removed the liquid from her knee.

Event description:
Inflammatory synovitis [synovitis] ([knee swelling], [stiff knees], [knee pain], [walking difficulty]). They removed the liquid from her knee [arthrocentesis]. Case narrative: initial information received on 14-jun-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). Country: canada. This case involves a 45 years old female patient who experienced inflammatory synovitis and they removed the liquid from her knee while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 08-jun-2022, the patient started using hylan g-f 20, sodium hyaluronate, injection, unknown dose, via intra articular route (in the right knee) (with an unknown batch number, strength and expiration date) for osteoarthritis. On (B)(6) 2022 after a latency of 2 days patient had inflammatory synovitis (synovitis; seriousness criteria: intervention) swelling, her knee was still swollen, stiff, painful and she could not walk. She went to see her physician. On (B)(6) 2022 after a latency of 6 days, they removed the liquid from her knee and injected some cortisone (aspiration joint; seriousness criteria: intervention). It is unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: not applicable for the events. Corrective treatment: cortisone for synovitis. Outcome: not recovered / not resolved for the event inflammatory synovitis and was unknown for the event they removed the liquid from her knee.

Event description:
Inflammatory synovitis/ inflammation was more and more prominent [synovitis] ([knee swelling], [stiff knees], [knee pain], [walking difficulty], [condition aggravated]) they removed the liquid from her knee [arthrocentesis]. Case narrative: initial information received on 14-jun-2022 from (B)(6) regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves a 45 years old female patient who had inflammatory synovitis/ inflammation was more and more prominent and they removed the liquid from her knee while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, injection having the strength 48 mg/6ml, unknown dose, via intra articular route (in the right knee) (with an unknown batch number and expiration date) for osteoarthritis. On (B)(6) 2022 after a latency of 2 days patient had inflammatory synovitis (synovitis; seriousness criteria: intervention) swelling, her knee was still swollen, stiff, painful and she could not walk. She went to see her physician. The injection of synvisc-one in right knee (B)(6) 2022 and 48 hours later on friday the knee was swollen. On (B)(6) 2022 after a latency of 6 days, they removed the liquid from her knee and injected some cortisone (aspiration joint; seriousness criteria: intervention). As the weekend progressed, the inflammation was more and more prominent and patient could not even walk anymore. Patient contacted a family friend who does sports medicine and he said my reaction was inflammatory. He took 28ml of fluid from the knee and gave some cortisone. So far, the patient can still feel stiffness in the knee. The patient indicated that she was a pharmacist and asked about the options and if patient could get reimbursed because this medicine was expensive? Has this type of reaction ever occurred with synvisc? When is it possible to have another injection, as the patient assumed a lot of the product has been removed today? It is unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: not applicable for the events. Corrective treatment: cortisone for synovitis. Outcome: not recovered / not resolved for the event inflammatory synovitis/ inflammation was more and more prominent and was unknown for the event they removed the liquid from her knee. A product technical complaint (ptc) was initiated on 14-jun-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance) process. Sanofi global pharma covigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 08-aug-2022 with summarized conclusion as no assessment possible. Additional information was received on 14-jun-2022 from the patient. Event verbatim of inflammatory synovitis/ inflammation was more and more prominent was updated and event verbatim for symptoms was also updated. Text amended accordingly. Additional information was received on 08-aug-2022 from the quality department. Strength and ptc details was added.